Event description:
Complainant alleged that during inservice training by a zoll sales representative, when the recorder was activated the device would intermittently flicker the video display or inappropriately power off. Complainant indicated that there was no patient involvement in the reported failure.